Manufacturer narrative:
Product analysis: there was no damage evident on the distal tip. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The stent was deformed at the 1st and 2nd distal segments with raised struts. The stent was further deformed at the 18th distal segment with raised struts. A stylette and final sheath were front loaded over the stent but could not be advanced due to the deformation present on the device. Image review: the returned cardio angiogram images show the rca vessel to be severely stenosed and calcified. The images show the vessel to be pre-dilated which appears to improve the vessel morphology slightly. The images show the attempt to deliver the stent however it fails show to any stent deformation. Further images show a stent having been deployed in the vessel. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a moderately tortuous and slightly calcified proximal rca lesion exhibiting 100% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. During the positioning at the lesion the stent could not pass through the lesion. Then lesion was dilated with the balloon but the stent could not pass through the lesion. Resistance was encountered during delivery but no excessive force was required. After the pulling back the device, struts of stent damage/deformation was seen. The case was completed with a new stent. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.